Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a visipro with a 6f 65 cm non-medtronic sheath and a 0.035 non-medtronic guidewire to treat a 10-15mm fibrous and minimally calcified lesion with 50% stenosis in the proximal left subclavian artery of diameter 5 mm. It was reported that upon advancing the stent to the lesion site a discrepancy between the stent end and the balloon end markers was noticed. Due to the misalignment of markers and insecurity of stent the physician pulled the device as a single unit down with the intention of removing it but the stent became dislodged on the balloon delivery system and fully dislodged in the iliac artery the physician was unable to even perform ¿off-target¿ stent as there was not enough balloon inside the stent to attempt deployment. The physician accessed from the contralateral side to get up and over to successfully snare the dislodged stent with a non-medtronic snare.

Manufacturer narrative:
Cine image review: two images was provided from the procedure. The first photo provided was a photo of the stent detached from the catheter. The stent was not expanded, which would indicate the stent was not deployed as intended. The photo shows bending of the struts at both ends of the stent. The stent shows damage but remains intact. No signs of portions of the stent fracturing off were identified from the photo. A cine image was provided shows the guidewire inserted the vessel. The introducer sheath or visi-pro catheter and/or stent could not be identified from the cine. Device evaluation: the visi pro was inspected and observed the stent was no loaded over the balloon. There were no signs of balloon expansion. The proximal and distal marker bands were inspected under microscope and identified the balloon areas where the stent was previously loaded. No damages to the balloon, catheter shaft, or manifold were noted. If information is provided in the future, a supplemental report will be issued.